Event description:
Customer received a false negative ethanol result for one patient sample. The customer stated this event occurred a few weeks ago with no exact date provided. Initial result gave 0.2 mmol per l and was released to the physician in the emergency room. The physician questioned the result as it did not match the patient's physical state and requested the sample be repeated. The sample was repeated twice giving 76.2 and 75.1 mmol per l. Investigation revealed control recovery for ethanol was within expectation and the single discrepancy rules out a reagent or calibration issue. The customer was unable to provide additional data for further investigation. It was recommended the customer continue to monitor ethanol pt recovery. No adverse events were reported.